Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was explanted because it was not helping with their pain. The patient had been reprogrammed multiple times at several office visits. The issue was resolved at the time of the report. The device was explanted on (B)(6) 2019 and would not be returned as the customer discarded it and would not be replaced in the future. The event occurred on (B)(6) 2019.no further complications were reported/anticipated.

Manufacturer narrative:
Method/results/conclusion codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the cause of the device not helping with the patient¿s pain was unknown. The rep noted that the patient did not respond to therapy. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. "This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable."